Event description:
It was reported that the patient experienced a defibrillation shock and presented to the hospital in 2009. The lead had dislodged due to twiddler's syndrome. The lead was successfully repositioned four days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.